Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the procedure was a robotic hernia repair and the suture broke while suturing. I have no additional information at this time. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(6).

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported by the sales rep that the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.